Event description:
It was reported that during the ankle fracture surgery, the screw was inserted into the bone with a plate at an incorrect angle, requiring its removal. During the removal procedure, the screw head broke off. The broken pieces were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was completed successfully, with the affected screw remaining in the bone and the plate secured with additional screws. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 one unpackaged ar-8935-28s low-profile screw, batch 15064990, was received for investigation. Visual investigation revealed that only the head was returned as the screw was fractured. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to off-angle insertion and subsequent removal forces during the surgical procedure, leading to excessive mechanical stress on the screw head. The complaint allegation is confirmed. Refer to the investigation photos.